Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic lysis of adhesions. According to the reporter: harmonic scalpel melted a covidien 5mm optical. The lot number of the device is not available. Part of the device broke off into the pt and was retrieved. The inability to perform the bso was not a result of the device problem.